Event description:
It was reported that a patient received inappropriate therapy for svt. Reprogramming the device was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.